Event description:
It was reported that the pump module had surface contaminants or green/blue deposits on male iuis, bent pins on female iui, crushed iui ribs. The issue was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available. Correction : describe event or problem. Additional information : concomitant med prod data, imdrf annex a, b, c, g codes.

Event description:
It was reported that the pump module had surface contaminants or green/blue deposits on male iuis. Bent female iui pins and crushed ribs were also noted on some of the same devices. The issue was observed by bd associate during site visit. There was no patient involvement.